Event description:
The customer alleged that he performed a control test and received a result of 459 mg/dl. While troubleshooting, he performed control tests and received results of 431 and 437 mg/dl. The normal control range was 110-151 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.